Event description:
Boston scientific crm received info that a microdislodgement was suspected as the slack had been reduced. It was noted there was a small bend in the tip of the lead. As a result, this lead was explanted.